Manufacturer narrative:
The customer called provation and determined the issue was with provation and not olympus equipment. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus technical support engineer was informed by the biomedical engineer at the user facility that the customer¿s evis exera iii video system center is not getting an image when switching to provation which was found during set-up of provation. The cables and setting were inspected but still no image. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.